Manufacturer narrative:
H4: the lot was manufactured between august 23, 2023 - august 24, 2023. H11: the actual device was received for evaluation. Visual inspection was performed which noted a brown particle embedded (molded) within the material of the tubing line. The particle was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is a material of the tubing line. The reported condition was verified. The cause of the condition was related to the manufacturing process. However, particulate embedded and not in the fluid path is unlikely to cause harm and does not impact the sterile pathway. Particulate outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had particulate matter (burnt-like foreign material) at the tube. It was not specified in the particulate matter was located outside or inside the tubing. The particulate matter was observed after filling the tubing prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.